Event description:
It was reported that the device's keypad was inoperable. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control arranged for a replacement keypad to be sent to the customer. The removed keypad assembly will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.